Event description:
It was reported that the patient experienced dizziness due to a possible right ventricular lead fracture. The impedance and capture threshold were high and a lead warning had triggered. After noting the capture threshold was within normal limits in the unipolar pacing configuration, the lead was reprogrammed however the patient developed diaphragmatic stimulation. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076-45 lead, implanted 2006-(B)(6). (B)(4).